Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date (B)(6) 2016 (day unknown). Height cm: (B)(6). Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "2y 7m po valve is not adjustable. Explanted."

Manufacturer narrative:
Visual inspection scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage was detected. The progav valve housing was subsequently measured and indicated the presence of a slight deformation. The housing deformation measured at -0.028mm, minimally outside the tolerance of 0 ± 0.02mm. Permeability test a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is not adjustable throughout the normal range. Breaking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. The valve was dismantled and inside the valve was a build-up of substances (likely protein). No visible build-up was observed in the shunt assistant. Based on our investigation, we confirm that the valve is non-adjustable, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.